Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during use on a patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened kit containing various components including a guide wire and dilator. The guide wire was returned through the dilator. Visual examination revealed one prominent kink in the guide wire body. The location of the kink corresponded to the tip of the dilator. The dilator tip was also slightly deformed due to coming in contact with the damaged guide wire. The guide wire contained one prominent kink 412 mm from the proximal end. The total length of the guide wire measured to be 602 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the guide wire measured to be 0.799 mm which is within specifications of 0.788-0.826 mm per product drawing. The inner diameter of the dilator tip could not be measured due to the damage. The undamaged portions of the guide wire were able to pass through the returned dilator with minimal resistance. A manual tug test of the guide wire confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was returned advanced and kinked through a dilator. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during use on a patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during use on a patient.